Event description:
It was reported that during surgery the drill attachment of the ao fell apart. There was no report of patient injury associated with the event. It was reported that surgery time was extended by an unspecified amount of time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.